Manufacturer narrative:
It was reported that the device alarmed for 'tf444001 batteriestotaldischarge' and switched into ambient following 'loss of external power', 'battery low' alarms in service software during preventive maintenance. No patient was involved. The event did not cause or contribute to a death or serious injury to a patient. The log files confirmed the issue. The root cause of the event was determined to be a defective power supply. After replacing the power supply, the device was released back into use.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamiton medical ag: "during the pm service, charging test failed. There's no ac icon on the corner of the display. Power cord replaced. No difference. Faulty power supply module identified." No patient involvement.